Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issues were verified while the alleged low bg issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl, cause was unknown. No additional information was provided and the customer declined troubleshooting with tandem technical support. The customer reverted to an alternate method in insulin therapy.